Event description:
Physician reported that patient developed tmj or "clicking jaw" after ultherapy treatment. The assumption is that it could be caused by persistent swelling or user error in treating the area too close to the tmj cartilage.